Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 155510, mfd. 04/17/13, exp. 2018-04-17, gtin (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# i0501, mfd. 04/16/13, exp. 2018-04-16, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 06/06/14, exp. 2019-06-06, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient later reported to a new surgeon with complaints of no pain relief and requested that the implants be removed. The surgeon did not indicate that the implants were malpositioned or loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all the implants. The explant voids were filled with bone graft. The status of the patient following the revision procedure is not known.